Manufacturer narrative:
Visual findings observed one of the dust covers underneath the battery slot is broken. Rattling sounds can be heard from inside when the unit is shaken. Sensor pin 1 inside the sensor receptacle intersected pin 2. Scratches observed on the exterior housing. Evaluation of the unit did not sound when nothing was connected or in use with magnet due to sensor pin 1 inside the sensor receptacle intersected/crossed over pin 2. If the alarm does not sound when the magnet is disengaged, it may not sound as intended and fail to alert the caregiver of a patient exit. Being that the unit has been in use for over 17 months, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference # (B)(4).

Event description:
Customer states that the alarm will not sound when magnet is detached from it. Went through a few tests and had him switch it to tone only mode and when magnet was removed the alarm would not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.